Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Device expiration date: unknown. FDA notified: the initial reporter also notified the FDA on (date) via medwatch # 2600320000-2020-8129. Device manufacture date: unknown. FDA device problem code(s): 1354. FDA patient problem code(s): 2199. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem v/nv ckv 3 ss 20dp 20pk experienced component separation. The following information was provided by the initial reporter: material #: 2426-0500 batch/ lot #: unknown. IV drug voriconazloe being hung and after drug started IV tubing broke off at hub near screw able securement of tubing.